Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump that the customer reported infused 100ml of ketamine over a short period of time. The customer stated the event was discovered to be nurse error but are still not sure what happened to the 100 mls of ketamine. Additionally, the customer stated they think it was back-primed into the intravenous (IV) fluid and it did not get administered to the patient. There was patient involvement but no report of patient harm.

Manufacturer narrative:
The device is not being returned for evaluation. The customer did provide the event/alarm log. Investigation is pending.

Manufacturer narrative:
The device was not returned for further testing and investigation. However the event/alarm log report was provided for further analysis. The provided event/alarm log report covered about 10 hours from 03:28 through 13:52 on (B)(6) 2021. The following summary encapsulates activity recorded in the provided event report: ¿ there were two (2) recorded ketamine infusions (all on (B)(6) 2021): 1) 03:31:53 ¿ 08:42:59 = line a: resumed, stopped, restarted and stopped infusion delivering 29.1 ml over this period (147.6 total since the infusion start which was previous to the report date range). Following the final stop (for proximal air on line b (the IV fluid bag), and subsequent power cycle & cassette reseating; there was 34 seconds of back-priming line a to line b. O following the back-priming, the ketamine and IV fluid were subsequently programmed on opposite lines from before. From the logs it is not possible to tell whether bags were swapped before or after the back-priming. Thus it is not possible to determine from the logs whether the back-priming moved into ketamine to the IV fluid bag or vice versa. 2) 09:39:54 ¿ 11:38:17 = line b (concurrent): started, stopped, resumed, stopped infusion delivering 9.8 ml over this period. Conclusions: the complaint could not be confirmed. There is evidence of back-priming from line a to b of duration consistent with moving about 15 ml of fluid (not 100 ml as reported in the complaint). The logs show a total delivery of 38.4 ml of ketamine (28.6 on line a and 9.8 on line b). From the logs, however it is not possible to determine whether any amount of ketamine was lost outside the pumping mechanism . The pump performed as programmed and, there is no evidence of pump malfunction.